Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and impedances. Additionally there was loss of capture (loc), pacing inhibition and syncope. The lead was found to be fractured. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.